Event description:
Complainant alleged that while treating a pt the device failed to power up with battery power. The device did power up with ac power. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.